Event description:
Information was received indicating that while in use of a smiths medical cadd extension set for a life-sustaining infusion, a high-pressure alert was noted. Subsequently, tubing was changed, and alarm stopped. No patient consequences were reported. No adverse effects were reported.